Event description:
It was reported that during the procedure, a straight shot was produced and went through the pt's abdomen. The straight shot was removed without any occurrence. Patient is stable after the surgery was completed.

Manufacturer narrative:
No product returned for evaluation. Therefore, no conclusion can be drawn.